Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that vasoview hemopro 2 integrity of primary packaging was compromised on one unit. The complaint is regarding the packaging upon receival. No operation, no patient involved.

Manufacturer narrative:
Trackwise ID#: (B)(4). The lot #3000357527 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text: device not returned.

Event description:
N/a.